Manufacturer narrative:
Added information to a1 (patient identifier), a2 (age at time of the event), a3 (sex) and h6 (clinical code). Updated section b2 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Event description:
Per the report received from india a patient with a 27mm magna valve implanted in mitral position underwent a valve-in-valve procedure after unknown implant duration due to severe stenosis. The patient presented with symptoms of fatigue, chest pain and breathlessness. A transcatheter valve was implanted within the pre-existing surgical device.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from india a patient with a 27mm magna valve implanted in mitral position underwent a valve-in-valve procedure after unknown implant duration due to stenosis. A transcatheter valve was implanted within the pre-existing surgical device.